Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain / pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), fatigue ("fatigue."), back pain ("back pain") and pain in extremity ("leg pain"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (abdominal hysterectomy,salpingectomy (one side removal of fallopian tube),oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, back pain and pain in extremity had resolved and the menstrual disorder, depression, anxiety, dysmenorrhoea and fatigue outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder, pain in extremity, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 16-jul-2018: new pfs received- new events added: abnormal bleeding(vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, dysmenorrhea (cramping), fatigue,back pain, leg pain were added.new reporter and date of birth were added.outcome of event pelvic pain from not recovered/not resolved from recovered/ resolved, back pain from unknown to recovered/resolved, event leg pain from unknown to recovered/resolved, abnormal bleeding from unknown to resolved/recovered. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain / pain") in a 35-year-old female patient who had essure (batch no. 623821) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menometrorrhagia, uterine fibroids, anemia, abdominal pain, hypertension, morbid obesity, thromboembolism prophylaxis and hyponatremia. Concomitant products included docusate sodium (colace), hydromorphone hydrochloride (dilaudid), ondansetron (zofran) and panadeine co (tylenol #3). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue."), back pain ("back pain") and pain in extremity ("leg pain"). On (B)(6) 2014, the patient experienced anaemia ("blood or heart disorder/condition type:anemia"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (abdominal hysterectomy,salpingectomy (one side removal of fallopian tube),oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, back pain and pain in extremity had resolved and the menstrual disorder, depression, anxiety, dysmenorrhoea, fatigue and anaemia outcome was unknown. The reporter considered anaemia, anxiety, back pain, depression, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder, pain in extremity, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepant information regarding insertion date earlier it was (B)(6) 2012 now as per pfs (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion (B)(6) 2014 surgical pathology report: final diagnosis uterus, cervix, right tube, and left tube and ovary: - nabothian cysts of cervix, and mild chronic cervicitis. - proliferative endometri urn. - leiomyomas. - unremarkable fallopian tubes. - benign left ovary with cystic follicles. Clinical information: uterine fibroids, menorrhagia, back and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain / pain") in a 35-year-old female patient who had essure (batch no. 623821) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menometrorrhagia, uterine fibroids, anemia, abdominal pain, hypertension, morbid obesity, thromboembolism prophylaxis and hyponatremia. Concomitant products included docusate sodium (colace), hydromorphone hydrochloride (dilaudid), ondansetron (zofran) and panadeine co (tylenol #3). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue."), back pain ("back pain") and pain in extremity ("leg pain"). On (B)(6) 2014, the patient experienced anaemia ("blood or heart disorder/condition type:anemia"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (abdominal hysterectomy,salpingectomy (one side removal of fallopian tube),oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, back pain and pain in extremity had resolved and the menstrual disorder, depression, anxiety, dysmenorrhoea, fatigue and anaemia outcome was unknown. The reporter considered anaemia, anxiety, back pain, depression, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder, pain in extremity, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepant information regarding insertion date earlier it was (B)(6) 2012 now as per pfs (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion (B)(6) 2014 surgical pathology report: final diagnosis uterus, cervix, right tube, and left tube and ovary: nabothian cysts of cervix, and mild chronic cervicitis. Proliferative endometri urn. Leiomyomas. Unremarkable fallopian tubes. Benign left ovary with cystic follicles. Clinical information: uterine fibroids, menorrhagia, back and pelvic pain. Most recent follow-up information incorporated above includes: on 17-oct-2018: event blood or heart disorder/condition type:"anemia", lot number, concomitant drug added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (underwent total abdominal hysterectomy). At the time of the report, the pelvic pain had not resolved and the menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.